Event description:
Pt had euflexxa injected last (B)(6) (2017) and did not have any issues. She had her next series over (B)(6) 2017 and (B)(6) 2018. She states she had hives in (B)(6) and has had hives the last 6 weeks. Her md thinks the hives are from euflexxa. Pt also has sjögren's disease. No lot/expiration date available.